Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement and device embedded in vessel or plaque appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) coronary artery that was heavily calcified and non-tortuous. During advancement, the xience alpine 3.0 x 8 mm stent came off the balloon in the lad and was free-floating, so it was crushed into the vessel wall with another stent. There was no reported resistance prior to dislodgement. Another xience alpine stent was implanted to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.